Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr= 4.5 second test inr= 5.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot ni: first test inr= 4.5 second test inr= 5.1 mean = 4.80; sd = 0.42; %cv = 8.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Test strip lot number was unavailable, as a result, no further testing can be performed. Per ts update in 2007: follow up, "rep explained that the lab had compared with the high inr on the machine. Some more patients were retested along with an employee and all results correlate. They are satisfied with product performance and said that the patient who came in high last week was non-compliant."